Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure an air leak occurred. After inserting the introducer, before catheter insertion, air was aspirated into the syringe connected to the extension tube of the introducer. The introducer was replaced and the procedure was completed with no adverse patient consequences.